Event description:
Per the clinic, the patient experienced pain and infection. Subsequently, the patient underwent abutment removal procedure on (B)(6) 2026 and new abutment was placed during the same procedure. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on march 17, 2026, was filed inadvertently. The patient only experienced pain, skin overgrowth and skin irritation over the abutment but no infection reported which leads to abutment replacement procedure on february 03, 2026. The internal fixture remains. No serious injury has occurred.